Event description:
The customer reported obtaining erroneously elevated troponin I (accutni) results on the access 2 portion of the unicel dxc 600i synchron access clinical system. The initial result generated was 1.09 ng/ml. The customer re-centrifuged the patient sample and re-analyzed it twice on an alternate access 2 (serial number (B)(4)). Both repeat results generated were 0.04 ng/ml. The sample was also repeated on the original instrument, which generated a result of 1.27 ng/ml. The initial result was not reported out of the laboratory and no change to patient treatment was reported in connection with this event. The customer did not provide any information related to sample collection and preparation. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The customer did not provide quality control (qc) data for (B)(4) 2013. The fse noted excessive dried buffer on the wash wheel and incubator reaction vessel (rv) track. The fse could not determine when or how the spill occurred. The fse performed a major preventive maintenance, which was due in two months. After performing the preventive maintenance routine, the fse performed a passing system check, high sensitivity check, and 20 point precision run.